Event description:
It was reported that there were there was a black mark on the reservoir filter of a large volume infusor. This was noted after compounding with fluorouracil. There was no patient involvement. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14g069 was manufactured july 28, 2014-july 29, 2014. The device was recieved for evaluation. Visual (via the naked eye) and microscopic (under the microscope) inspections on the unit revealed no evidence of particulate matter either on the reservoir filter or on/in other parts of the unit. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.